Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell in 2016 and didn't have good stimulation coverage afterwards; they stopped using their ins. The patient had no known representative contact prior to (B)(6) 2018. The ins was replaced and upgraded to an MRI conditional system and the issue was resolved. No further complications reported.